Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ on cgm. The cause of the elevated bg was unknown; reportedly the customer experienced an incomplete bolus. Customer delivered a bolus via the pump to address bg level.